Event description:
The customer reported a collimator error message. No report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.